Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. It was also observed that the balloon has a pinhole located at the proximal of the distal markerband, thereby confirming the reported event of balloon unable to inflate. Further examination was performed to the balloon material and markerbands and no damages were noted. A visual and tactile analysis were performed to the tip and the catheter shaft, and no damages or problems were found that could potentially have contributed to the reported event. It is possible that the interaction between the balloon and the kidney stone could have caused the found problem of balloon pinhole, resulting to the balloon inflation problem. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter was used during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, the balloon would not inflate. The procedure was completed with another uromax ultra dilation balloon catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. It was also observed that the balloon has a pinhole located at the proximal of the distal markerband, thereby confirming the reported event of balloon unable to inflate. Further examination was performed to the balloon material and markerbands and no damages were noted. A visual and tactile analysis were performed to the tip and the catheter shaft, and no damages or problems were found that could potentially have contributed to the reported event. It is possible that the interaction between the balloon and the kidney stone could have caused the found problem of balloon pinhole, resulting to the balloon inflation problem. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter was used during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, the balloon would not inflate. The procedure was completed with another uromax ultra dilation balloon catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.